Event description:
It was reported that the patient stopped feeling the stimulation from their implantable neurostimulator (ins) and had more trips to the bathroom which they noticed about a week or so ago. The patient checked their implant last night and the amplitude was below 1.0. The patient stated that their healthcare professional (hcp) set the stimulation at 2.20 for them about a month. The patient turned the stimulation up to 1.70 last night but it was too strong so they lowered it down to 1.60 today. The patient was going to monitor the issue. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products : product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0enm4, implanted: (B)(6) 2013, product type lead. (B)(4).